Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during an upper esophagogastroduodenoscopy procedure performed on (B)(6) 2013. According to the complainant,the patient was being treated for an actively bleeding vessel in the stomach. In the middle of the procedure, there was no radio frequency power delivery on bipolar continuous mode. The procedure was completed with another endostat iii rf generator and the same single-use device. There was no patient harm nor complications as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during an upper esophagogastroduodenoscopy procedure performed on (B)(6) 2013. According to the complainant,the patient was being treated for an actively bleeding vessel in the stomach. In the middle of the procedure, there was no radio frequency power delivery on bipolar continuous mode. The procedure was completed with another endostat iii rf generator and the same single-use device. There was no patient harm nor complications as a result of this event.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found the unit in good condition. All the knobs and switches function properly. An electrical test was performed, and no problems were found. The complaint that the generator was unable to deliver rf power on bipolar continuous mode could not be confirmed; the unit passed the endostat iii return evaluation procedure and is within specifications. All connections inside the unit were checked and wires were manipulated while power was activated in both the bipolar and monopolar modes and no problems could be found. The unit passed all final testing. The unit showed neither evidence of the alleged issue, nor any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that no deviations were found during original manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during an upper esophagogastroduodenoscopy procedure performed on (B)(6) 2013. According to the complainant,the patient was being treated for an actively bleeding vessel in the stomach. In the middle of the procedure, there was no radio frequency power delivery on bipolar continuous mode. The procedure was completed with another endostat iii rf generator and the same single-use device. There was no patient harm nor complications as a result of this event.